Event description:
It was reported to boston scientific corporation on march 13, 2009 that an excelon transbronchial aspiration needle was used during a bronchoscopy procedure with tbna aspiration performed the day prior. According to the complainant, the physician had difficulty advancing the needle inside the catheter. The catheter was bent to accommodate for the procedure, however, the needle did not follow the catheter's path. The needle penetrated the side of the catheter. The procedure was completed with another excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.